Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 3 devices were evaluated in the field and the issue was confirmed; 1 device had an alignment issue and 2 devices had broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes wouldn't engage, had a false engagement, or were difficult to engage/disengage. There was no patient involvement.